Event description:
It was reported that during the procedure, when the package was opened, the anchor was already found to be broken. The procedure completed using a back-up. 5 minutes delay. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: the reported 5.5mm healicoil regenesorb sa anchor system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Two of the distal threads have been broken off from the anchor and were not returned. Examination of the anchor and inserter showed they are contaminated with human matter indicating they were attempted to be used. An exact root cause cannot be determined with confidence with the limited clinical details that were provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.